Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported fallback mode operation during a normal follow up. The device was replaced.